Event description:
One pt with discrepant troponin t results. Initial result in 2008 was 0.224 ng/ml, repeated twice on the same day, results were 0.010 ng/ml each time. Erroneous result was reported, no adverse events reported. Field svc rep determined root cause to be a defective measuring cell and replaced the measuring cell. Performance tests were performed which were within spec.